Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and triggered a lead safety switch (lss) due to a high out-of-range rv pace impedance measurement greater than 2,000 ohms. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and triggered a lead safety switch (lss) due to a high out-of-range rv pace impedance measurement greater than 2,000 ohms. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicated that the observed high out-of-range pace impedance measurements were attribute to right ventricular (rv) lead fracture; this was discovered through a routine device follow up. The out of range impedance measurements were confirmed with a pacing system analyzer (psa) during lead revision. No additional adverse patient effects were reported.